Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical fault tf:432003 (tfabm_pressurenotreleasedambient) no patient involvement.